Event description:
Penile implant was not functioning. One month ago noted poor function of the prosthesis and bulging in left corporum. Pt opted to have penile implant removed. Physician examined penile implant after removal and found right side functioned normally but left side was deflated.